Manufacturer narrative:
Section b3: date of event is estimated. Section d6b: date of explant is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000088223.

Event description:
It was reported that patient experienced ineffective stimulation. Targeted pain pattern is bilateral pain and predominantly left side. Stimulation is only providing left side coverage and patient needs right side coverage. Surgical intervention was undertaken wherein the full system was explanted.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing ineffective stimulation. Therapy was just covering the left side. The patient underwent a full system explant. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.